Event description:
It was initially reported that the patient experienced intermittent stimulation that began about two weeks ago. There was no known accident or incident related to the symptom, but the patient did note that she had done some yard work. The patient was able to adjust stimulation, so that they were able to get stimulation on both their right and left side. The patient also noted that she believed the implantable neurostimulator (ins) was "too complicated" and there was "too much to remember." She also stated that "recharging is a hassle." Additional information was received about two weeks later that reported that patient still experienced intermittent stimulation and her "legs were bad" and she had difficulty walking. A company representative attempted to contact the patient for reprogramming. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was reprogrammed on (B)(6). Impedances and battery life were both okay. Two new programs were added for better coverage on both legs and changed the rate from 20 hz to 40 hz. The patient was also taken off of the "cycling" mode. She was doing fine after her programming session.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: na, product type: lead; product ID: 37752, serial# (B)(4) product type: recharger; product ID: 37743, serial# (B)(4), product type: programmer, patient; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: na, product type: extension; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: na, product type: extension. (B)(4).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.

Event description:
Follow up information received reported that they still had concerns regarding their therapy/device but was working with their healthcare professional and the company representative to resolve the issue. If additional information is received, a follow up report will be sent.